Event description:
International affiliate reports the surgeon attempted to place 9 x 80mm expedium polyaxial screw into the iliac region where there was a lot of friction. The screw was well positioned and prior to final positioning, the tip end of the first expedium quick connect polyaxial screwdriver became stuck into the head of the screw and stripped off/broke, leaving debris in the screw head. The surgeon attempted to remove the screw by placing a small rod and a set screw to limit the mobility of the screw¿s polyaxial head and ended up pulling the head off the screw, leaving the screw shank in the patient. The shank was removed with a spine screw removal set. Continuing the surgery, another 9 x 80mm screw was implanted in the same exact location and again the screw reached its destination, the second expedium quick connect polyaxial screwdriver tip was stripped/broken at the end. The following mfg medwatch reports are being filed for the devices involved in this event: 1526439-2014-11448 / first expedium screwdriver, 1526439-2014-11449 / second expedium screwdriver, 1526439-2014-11450 / expedium screw.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium quick connect si polyaxial screwdriver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. Scanning electron microscopy (sem) found evidence of a quasi-static shear failure starting at the hexlobe and extending to the center of the shaft. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted and a data review has been opened to further investigate the rate of occurrence associated with the complaint vs. The identified occurrence rate in the design failure mode and effects analysis (dfmea). A supplemental report is not anticipated unless further actions are required as a result of the data review. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this instrument as well as the initiation of the data review. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.